Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, pre-use inspection by hospital staff, the cardiosave intra-aortic balloon pump (iabp) unit has gas leaks from the regulator when the he gas cylinder is opened. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue so the fse replaced high pressure regulator to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue so the fse replaced high pressure regulator to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The following investigation was performed technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the helium regulator in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported failure. Fat cannot pinpoint the exact location of the leak. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has gas leaks from the regulator when the he gas cylinder is opened.